Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic repair of incarcerated incisional hernia with mesh implantation due to an incarcerated incisional hernia. The patient has experienced pain. The patient has been recommended surgical revision. Medical history: morbidly obese.